Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to correct the reported problems. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the it passed the in-house testing, fiber testing and all boards were correctly checked, however, the power trend on the clockspring fiber cable was trending down. There were no signals of damage during the visual inspection. The complaint was confirmed based on the failure analysis. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the log confirmed the surgical procedure was performed on (B)(6) 2024 matching the documented event details. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed the following possible related system error: error 32097 "maxis error occurred, reported by aca in usm2 ploop macm current command watchdog (missing message) errors". Additionally, DHR review for the device(s) involved with the reported event has been completed. No non-conformance's were identified to be related to this complaint. The probable root cause is attributed to communication errors with clockspring fiber cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had a non-recoverable error two times on universal surgical manipulator (usm) 2. The site elected to move usm 2 out of the way and proceeded with usm 1 in place of usm 2. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: surgical ports were placed at the time of the event. System functionality was checked upon powering on the system, and the system initially powered on without errors. Isi technical support was contacted for troubleshooting. The procedure was completed laparoscopically with no reported patient injury.